Event description:
A customer contacted baxter's (B)(4) regarding a system error 2240 (air in line) alarm that appeared on the homechoice display during dwell 2 of 4. The technical service representative (tsr) explained the alarm to the home patient (hp) and to clear the alarm. Therapy had ended. The tsr advised the hp to contact nurse and to start over with new supplies. The hp ended therapy for the night and would call back with any questions. During a follow up with the hp regarding the alarm, it was revealed that the issue was resolved, but he did not know the cause of the alarm. The hp verified that he had discussed the alarm with his nurse. Per hp, he did not notice any loose connections, disconnections or defects on the supplies. The hp stated that he is doing fine and continuing therapy without issues. The hp confirmed that he did not have any injury or harm as a result of this incident. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded, and the lot number was unknown. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for the se 2240 was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. The root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).